Event description:
A 68 yr old white gravida 2 para 2 female status post bilateral reconstruction with surgitek gels in 4/84. She was status post left modified radical mastectomy in 1980 for stage I cancer and had 3 biopsies on rt for fibrocystic disease with negative family history of breast cancer. She had a rt simple mastectomy curth skin pexation and free "na" graph. 440:50 ccm bilumens were used. She states the rt has always been smaller and she notes no change in size; texture, or history of trauma but does feel like they are lateralizing. She denies local pain. Complaints include: arthralgias (r>l), positive morning stiffness, myalgias, dysesthesias/paresthesias, fatigue, sleep disturbances, hot flashes/night sweats, headaches, temporomandibular joint disease, memory loss, sicca, shortness of breath, chest pain, costochondritis, choking sensation, hypertension, and gastrointestinal/genitourinary disturbances. Pt is otherwise healthy.